Event description:
It was reported that the insulin pump over-delivered insulin. The current blood glucose reading is 77 mg/dl. Customer treated with glucose tablets. Customer experiencing low blood glucose for the last two hours. Customer requested a replacement insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.